Event description:
A resolute onyx rx drug eluting stent was implanted in the proximal cx during the index procedure. A dissection occurred which was treated by implant of a 2nd resolute onyx rx stent. A dissection also occured during implant of this device. Investigator assessed that the event is related to the study devices.